Event description:
The following is based off a review of the patient's medical records which were provided to davol by the patient's attorney: this was a (B)(6) year old woman who presented with recurrent genuine stress incontinence confirmed by multichannel cystometrogram. On (B)(6)1999- the patient was implanted with an unk "marlex" bard flat mesh during suprapubic urethropexy. The attorney's report alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.